Event description:
The contact stated the customer went to the hospital because she was not feeling well. The customer's blood glucose was tested using her contour meter, and the reading was 23 mg/dl. The hospital then tested her glucose and rec'd a reading of 176 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. Control solution is to be sent to the customer in order to finish troubleshooting, so no product will be returned at this time.